Event description:
It was reported that a patient presented remotely with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended and no patient consequences were reported.

Event description:
New information received notes that corrective programming changes were made on (B)(6) 2023. The patient was stable throughout.